Event description:
In 2008, the distributor reported that during surgery the prongs on the driver snapped off inside the screwhead when the surgeon was engaging the screw. Additional information received five days later, the distributor reported that the surgery performed was due to a revision surgery to remove hardware. The surgeon was unable to explant the screw that was being engaged from the patient.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending upon the return of the product.